Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine is giving loss of external power alarm intermittently. Battery is not charging continuously. Ac mains led is glowing, but battery is not charging. No health consequences or impact.